Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records was not performed. Investigation results concluded that the root cause of the reported event is attributed to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that patient underwent a right knee manipulation under anesthesia approximately three months post-implantation due to insufficient range of motion. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10 medical devices: persona femur cemented (ps) narrow right size 7 catalog#: 42500006202 lot#: 65356282. Tibia cemented 5 degree stemmed right size e catalog#: 42532007102 lot#: 65407583. All poly patella cemented 32 mm diameter catalog#: 42540000032 lot#: 65459836. G2 foreign source: belgium. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.